Manufacturer narrative:
(B)(4).

Event description:
It was reported that an ambiguous sensor pairing issue occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration. In addition, an early sensor expiration due to potential patient misuse was found in connection to the reported allegation. The reported event of an ambiguous sensor pairing issue is reportable based on the finding of an early sensor expiration due to potential patient misuse. No injury or medical intervention was reported.